Event description:
Additional information revealed that the second handle opened during the case was used to deliver two additional coils and there was no noted tortuous patient anatomy.

Event description:
The patient presented with a 7 mm anterior choroidal subarachnoid hemorrhage (sah). Upon placing the fourth coil of the case, the coil would not detach. A second detachment handle was opened and again the coil would not detach. The physician did not note tortuosity in the patient's vessels. The coil was removed from the patient.

Manufacturer narrative:
Conclusion code: this device is available for return and a follow-up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Device investigation: the pusher assembly was returned in several pieces and the coil was not returned. Results: the pull wire is in the alignment feature of the distal detachment tip (ddt) and the coil proximal constraint ball is in place. These observations are consistent with an undetached coil. There is approximately 1 mm of stretch resistant (sr) wire protruding from the constraint ball and the coil is no longer attached. The proximal end of the pusher assembly is broken and the pull wire is exposed. Conclusion: the separation of the coil from the pusher assembly noted in the complaint is confirmed. The damage seen implies that the pusher was badly kinked in several places before the coil was intended to be released. These kinks would add friction to the pull wire and would inhibit the release of the coil. It is unknown why the coil sr wire was broken and where the remaining coil is located. The coil was likely broken from the pusher assembly after it was removed from the patient based on the lack of information about a broken coil in the complaint description. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.